Manufacturer narrative:
Investigation results: the shaver handpiece was received for investigation and the reported problem of stopped working was confirmed. Further investigation found this handpiece has the potential to activate on its own pc board failure. A design change has been implemented for this failure mode. Conmed linvatec will continue to monitor this product for failures. There are no reported injuries associated with this failure mode.

Event description:
It was reported that this shaver handpiece was grinding and stopped working during a procedure. There was no injury or delay in surgery and the procedure was completed as intended with another device.